Event description:
Baxter reports a patient experienced red eyes with pain and burning, severe and generalized myalgia and arthralgia, photophobia and severe weakness. The patient's symptoms first appeared six to eight hours following the hemodialysis session in 2003. The patient was treated with prednisone. Reportedly, the patient's symptoms would diminish during the interdialytic interval, then increase in intensity with the next treatment with a ca membrane. This occurred over the next two dialysis sessions. The symptoms gradually diminished after the patient was changed to a cahp 210 dialyzer in 10/03. The physician at the center reports the patient is fully recovered.